Event description:
Mobi-c p&f us : unknown medical event a patient had submitted a complaint on (B)(6) 2018 that ¿I had a mobi-c disc replacement surgery in dec 2014. The surgery has failed. What are your recommendations when this happens?" Several attempts have been made to obtain additional information about the complaint. According the information provided by the patient on (B)(6) 2018, it was a mistaken and it was surgery witch a implant prodisc c which is not a zimmer biomet product. It was not a zimmer biomet complaint--- no investigation required

Manufacturer narrative:
A patient had submitted a complaint on (B)(6) 2018 that ¿I had a mobi-c disc replacement surgery in dec 2014. The surgery has failed. What are your recommendations when this happens?" Several attempts have been made to obtain additional information about the complaint. According the information provided by the patient on (B)(6) 2018, it was a mistaken and it was surgery witch a implant prodisc c which is not a zimmer biomet product. It was not a zimmer biomet complaint--- no investigation required.

Manufacturer narrative:
Reference & lot number of the prosthesis weren't provided. Therefore , the review of the device history records and traceability cannot be performed. Event considered as serious injury as no detail on the reason for replacement has been reported. Attempts have been made and no further information has been provided yet. Patient has not yet respond to our questions . No information about device location.

Event description:
Mobi-c p&f us : unknown medical event. It has been reported directly by patient that the disc replacement she had in (B)(6) 2014 "failed". The patient is asking for advice. The lonely information that was provided is "surgery failed".